Event description:
It was reported that the right ventricular (rv) lead was oversensing, had high impedance and had a confirmed fracture. Device therapies were shut off to avoid unnecessary shock until the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The full lead was returned. Analysis was performed and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).